Event description:
Information received a smiths medical cadd legacy 6400 pump with seral number (B)(4) displayed error code 1870. The consumer of pump did not have any adverse or lapse of therapy, for she had a back up pump. Infusion is for life sustaining drug for pulmonary arterial hypertension. A return box was given to consumer but no pump has been returned .